Event description:
During a routine shift check by a clinician, the device powered on without display. There was no pt involvement in the reported malfunction. Complainant indicated that subsequent biomed testing was unable to duplicate the malfunction.